Event description:
It was reported the device was explanted and replaced due to rrt (recommended replacement time). It subsequently tested out of specification during manufacturer's analysis. It was also reported by an attorney that the device was "explanted as a direct result of device failure." In addition, the "plaintiff sustained physical injuries." No patient complications were reported as a result of this event.

Event description:
It was reported the device was explanted and replaced due to rrt (recommended replacement time). It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.